Event description:
It was reported that the right ventricular lead had a confirmed fracture. Oversensing and noise were noted, as well as undefined pacing impedance. The lead was capped, and the physician elected not to replace the lead because the patient was doing well with only left ventricular pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.